Manufacturer narrative:
No product samples, videos, or photographs were provided for investigation. The lot review was performed and there were no relevant non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided.

Event description:
The customer reported that there was an issue with tego® connector. It was further described as writer disconnected lines from tego connector to return blood. In the process, it was stated that before writer even had a chance to flush tego, the arterial tego started to leak. It was reported that around 1-2 ml of blood lost. The writer clamped the device, removed 5 ml of blood to ensure no air in the system, and changed tego cap and flushed. The product is used during hemodialysis on (B)(6) 2021 and the problem occurred on the same day. There was no damage to the tego septum noted at the time bloodline was disconnected. The device began leaking blood as soon as the bloodline was removed at the end of the dialysis session. The problem was not detected prior to use and there was no blood loss. The patient current status is returned to baseline. There was patient involvement and no patient harm.